Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19 and cartridge alarm 5 - pressure out of range) occurred with multiple cartridges during the load process. Reportedly, the customer removed insulin from the cartridges to avoid wasting insulin. The customer's blood glucose level ranged from 228 mg/dl to 175 mg/dl. Reportedly, the customer purchased manual injection as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alarm 19 was verified. The alarm 5 was identified in the pump logs; however, no failure was identified.